Manufacturer narrative:
Insulin pump was received with unexpected restart alarm after battery change due to faulty interface board. Pump passed the operating currents test, self-test, displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No external ram error alarm or excessive no delivery alarm noted. Pump had minor scratched display window.

Event description:
It was reported via phone call that insulin pump received two external ram error alarms, and unexpected restart test alarm and a no delivery alarm. Caller reported that date and time had to be reset. Customer's blood glucose was unknown. Caller declined troubleshooting. Insulin pump would be replaced.